Event description:
Facility reports a leak in the blood tubing line during the pt's treatment. Estimated blood loss 140-200 ccs. No pt injury reported.

Event description:
Facility reports two incidents of leaks. Facility reports a leak in the blood tubing line during the pt's treatment. Estimated blood loss 140-200 ccs. No pt injury reported. No pt injury reported in either incident. See pages 3-4 for other pt's info.